Manufacturer narrative:
(B) (4).

Event description:
The pt experienced withdrawal following a catheter revision on (B) (6) 2010. The pt describes a 'softball size fluid pocket over pump' since the procedure; they reported having received good therapy. There were no spinal headaches; approximately 120 ml was removed (approx one month ago) and 90 ml was removed a few days ago. The collected fluid was tested for csf and drug, results were negative. Follow-up info revealed that during the catheter revision, the 'plastic connector was found both broken and disconnected'. The health care provider reduced medication; this was slowly titrated back up to the pt's normal daily dose of 40 mg/day. The pt was reported to be doing 'fine'. The drug in the device was reported to be morphine, clonidine and bupivicaine.